Manufacturer narrative:
Device was received with a critical pump error alarm and unable to download. Visual inspection reveals the force sensor cable is incompletely plugged in. Unable to perform the self test, displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test. Device received pump error 35 because the force sensor cable is incompletely plugged in.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's insulin pump had critical pump error. The customer¿s blood glucose level was 129 mg/dl. The customer reported that they received a critical pump error and also had a red x on display. The customer was advised verbally and in written form to return broken pump for analysis. The insulin pump will not be returned for analysis.